Event description:
It was reported that during a hernia repair procedure, the device malfunctioned. No further information is available. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results for the device confirmed that it was returned with handles slightly separated. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted broken. The batch record was reviewed and no anomalies were noted during the manufacturing process.